Event description:
The physician did not allege the death was related to the cardiomems device.

Manufacturer narrative:
No device analysis results are available because the device remains implanted.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
Abbott was informed of the patient's death due to a request to return their patient unit.